Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within two weeks post implant, the patient experienced a pocket hematoma. Pocket revision was done to empty the hematoma and add a hemostatic matrix. The entire implantable pulse generator (ipg) system was explanted and will not be replaced. No further patient complications have been reported as a result of this event.